Event description:
After taxus was positioned in the body, cardiologist pulled negative with a 30cc syringe, as per protocol, to attach the inflation device. At this time the stent catheter broke completely into pieces. Both sections and the stent were retrieved from the vessel.